Manufacturer narrative:
Evaluation of the returned swiftpac coil confirmed that the embolization coil was detached from the pusher assembly. The pusher assembly was not returned for evaluation; therefore, the root cause of the unintentional detachment could not be determined. Further evaluation revealed offset coil winds on the embolization coil. This damage may have occurred due to the coil becoming stuck and flushed out during the procedure, or during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the frontal branch using swiftpac coils (swiftpac), non-penumbra coils, a non-penumbra microcatheter, and a guidewire. During the procedure, the physician successfully placed two non-penumbra coils and one swiftpac coil. While repositioning the next swiftpac coil, the physician kinked the pusher assembly of the swiftpac coil. While attempting to retract the coil, the swiftpac coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached swiftpac coil was removed, and the coil was flushed out of the microcatheter. The procedure was completed using non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.